Manufacturer narrative:
Date of event is estimated. The allegation is against 1 of 4 leads; however, it is unknown which lead, therefore, all potential components are being listed. Additional components potentially involved in the event include: common device name: slim tip lead, model: mn10450-50a, serial: (B)(6), UDI: (B)(4), batch: 8081985; common device name: slim tip lead, model: mn20450-50a, serial: (B)(6), UDI: (B)(4), batch: 8145749; common device name: slim tip lead, model: mn20450-50a, serial: (B)(6), UDI: (B)(4), batch: 8145749.

Event description:
It was reported that the patient was experiencing ineffective therapy. As a result, the patient underwent surgical intervention during which the system was explanted.

Manufacturer narrative:
The report of ineffective stimulation was confirmed. Analysis of the lead a found that it was returned in two segments as a result of the explant procedure. Microscopic inspection of the stimulation end segment found a kink on the outer tubing where all internal wires were broken. These fractures are consistent with an overstress condition or sudden event the lead was subjected to while still in vivo. No evaluation form used.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.